Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation of the twist clamp on a minicap transfer set; further described as ¿separation of dark blue connector from twist clamp¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with a patient connector attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.